Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This event occurred on (B)(6) 2014 at 21:44. During cycle five, the patient's ultrafiltration volume was 1033 ml, the patient¿s drain volume was 2533 ml, and the largest prescribed fill volume was 1500 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Review of service history revealed previous device servicing did not cause or contribute to the reported difficulty of iipv-adult. The cause of the iipv event was determined to be due to one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.